Event description:
It was reported that the tips had broken off of two 4.5mm hex adjustable screwdrivers. The hospital discarded the broken tips. This is 2 of 4 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The supplier's certifications indicate the correct material was used and correct hardness values were obtained. The device was returned without the sternal screwdriver; only the outer drive sleeve was returned. There are no visible anomalies to the sleeve. The broken screwdriver shaft returned with this sleeve is a different lot number and therefore, not part of this original manufacturing lot. The tip shaft measured undersized for both outer and inner diameters. Relevance of this nonconformance cannot be determined. This complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Device was used for treatment, not diagnosis.there were two lots received. The second part manufacture date is 10/6/08.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product evaluation investigation determined the following: it can be inferred from the axial out-of-plane bending of the screwdriver blades (351.035) that radial forces (perpendicular to the centerline axis) were applied to the screwdriver blades causing the bending observed. The radial forces would most likely have been applied at the tip of the screwdriver blade inducing increased stress on the tip. An increased stress in the tip region would reduce the fatigue life and could lead to breakage within the region of the smallest cross-sectional area (the weakest region) over repeated use of the similar manner. No details have been provided of the procedure and conditions surrounding the tip breakage. Therefore from a design perspective the complaint is indeterminate because of the lack of information. Tip breakage is coverage in the risk assessment.

Event description:
This is report 2 of 4 for this complaint (B)(4).